Event description:
This is filed to report unintended movement and clip jumping. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip jumped opened to roughly 30 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause for the reported unintended movement and difficult to open or close could not be determined as the issues cannot be confirmed via returned device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.